Event description:
It was reported via trial that the subject underwent the index procedure (B)(6) 2010 after predilatation with a non-abbott balloon catheter and deployment of a promus stent to the 90% stenosed, mid right coronary artery; 0% residual stenosis. The patient was discharged on antiplatelet therapy. The subject presented to the emergency department on (B)(6) 2011 with complaints of left sided chest pain radiating to the left arm, a score of 8 out of 10; 10 being severe. The subject was given a nitroglycerin drip, lovenox and toradol in the emergency room. The subject had elevated troponin which peaked at 0.08 ng/ml on (B)(6) 2011 at 0737 and underwent a cardiac catheterization procedure. There was severe restenosis at the distal aspect of the study stent. There was no information regarding the % prior stenosis or the % residual stenosis in the cath report which is from an outside hospital. At the time of the event, the subject was on asa 81 mg and the study drug. The patient reportedly had a myocardial infarct with ischemic symptoms lasting greater than 10 minutes. Dates of hospitalization was from (B)(6) 2011, although the patient presented to emergency the night of (B)(6) 2011. It was noted the event was related to the stent placed at the index procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the anatomy. In this case, there was no reported product deficiency and the stent delivery system was not returned. The reported patient effects of angina, myocardial infarction (mi), ischemia, and restenosis, as listed in the instructions for use (IFU), are known adverse patient events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.